Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician. The primary reported complaint of the console displayed "coolant low" message was not confirmed during functional testing of the console. However, the analysis of the retrieved event log confirmed the reported event. No device malfunction was observed during the testing and the console worked as intended. The root cause for the reported complaint is undetermined. The secondary reported complaint of the console mid:09 (air trap assembly) error message was not confirmed during functional testing of the console. However, the analysis of the retrieved event log confirmed the reported event. The probable cause for the reported complaint could be due to the condensation liquid from the air trap outer surface or an unknown object blocking the sensor detector path. Upon visual inspection no physical damage was observed and coolant bath was full. During event log review, coolant low message and mid:09 error message was observed thus confirming the reported complaint. Functional testing was performed, and no issue was observed. The console passed all tests. Although the reported complaint of "coolant low message" was not confirmed through functional testing, as a precautionary measure, the coolant block was replaced. The console was further tested including the calibration test and passed all final testing criteria without any issue observed.

Event description:
During ivtm treatment, the thermogard console (sn (B)(4)) displayed "coolant low " message and then a mid:09 (air trap assembly) error message . The user observed the coolant level was full. Following this, adjunct therapy was used to continue treatment. No consequences or impact to patient.